Event description:
The reporter stated the surgeon inserted a 25.0 diopter cq2015a collamer aspheric three piece lens. The lens was removed due to broken haptic. There was no pt injury. There were three lenses used on the same pt, same eye. Two lenses had broken haptics. Third lens was implanted. Reporter stated the cartridge damaged the lens. See MFR #2023826-2010-01197 for other lens.

Manufacturer narrative:
(B)(4). The product pertaining to this complaint was not returned for eval. However, the lens was returned and visual inspection found optic is torn. Piece of optic and a haptic are torn off and missing. Eval method: cartridge lot number search. Results: cartridge lot number search was performed and four similar complaints were found within the same lot number. Conclusions: based on the complaint history and the eval of the returned product, possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. A multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).